Event description:
An aneurx stent graft system was inserted into a patient for the treatment of an abdominal aortic aneurysm. The vessels were severely tortuous. It was reported that the delivery system kinked upon insertion due to the tortuosity. A second device with a stiffer wire was used to complete the case along with the use of a buddy wire. The delivery system was discarded after the case. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (severe vessel tortuosity). Conclusion: (severe vessel tortuosity).